Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm 30-degree endoscope to perform failure analysis. The 30-degree endoscope was analyzed and confirmed but did not replicate the issue with the camera not flipping. The endoscope cannot be repaired and would be scrapped.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video image of the endoscope was bad, and it would not flip. The procedure was completed with no reported injury.